Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation in used condition and was decontaminated. Performed visual and functional testing. Dso seal was bubbled and uso was seal worn. The reported problem was verified, and the root cause was the dso seal. Replaced the dso seal to correct the issue, as well as the uso seal. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a downstream occlusion seal degradation. The event occurred before infusion. The device issue was not related to physical damage/abuse. There was no delay in therapy, no patient involvement and no harm/adverse event reported.